Manufacturer narrative:
On (B)(4) 2015, an technical support service (tss) performed troubleshooting with the customer and found discrepant patient results. Calibrations 1-3 for prog rates are erratic and there is one dl flag. Tss asked the customer about the daily check performed and whether or not there was sufficient substrate and whether or not the substrate was taken off the analyzer. The customer skipped the daily check. Tss advised the customer to perform the daily check and delete the calibration and rerun it. The aia-360 analyzer is functioning as intended with all issues cleared. No further action by tss. The most probable cause of the reported event was due to an operator error. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On (B)(6) 2015, a customer reported erratic calibrations for prog rates and has a dl flag with their aia-360 analyzer. The customer is unable to run prog patient samples. A technical support analyst (tss) addressed the reported event, which resulted in delayed reporting of prog patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.